Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was additionally reported that the left ventricular (lv) lead exhibited a lead impedance warning, however the lv lead port is plugged. The cardiac resynchronization therapy defibrillator (crt-d) and the ra lead remains in use. No patient complications have been reported as a result of this event.